Event description:
Loss of rf signal was reportedly observed during the induction test, and the quality of the sensing could not be checked in real time. The physician was not manipulating the device at that time. This resulted in the extension of the implantation procedure duration.

Event description:
Loss of rf signal was reportedly observed during the induction test, and the quality of the sensing could not be checked in real time. The physician was not manipulating the device at that time. This resulted in the extension of the implantation procedure duration.